Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the bladder feature pieces came apart with the wire in the ventricle". Additional information received stated that "a new kit and wire had to be opened/floated. No injury to the patient. We opened a third kit to take apart the bladder components to make sure all of them were present in the bladder that came apart while attached to the patient. Patient is recovered from cardiac surgery. Patient was a re-op valve through a mini incision". Patient condition reported as "fine". Associated MDR 3010532612-2022-00342.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of balloon leak/rupture in use is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the bladder feature pieces came apart with the wire in the ventricle". Additional information received stated that "a new kit and wire had to be opened/floated. No injury to the patient. We opened a third kit to take apart the bladder components to make sure all of them were present in the bladder that came apart while attached to the patient. Patient is recovered from cardiac surgery. Patient was a re-op valve through a mini incision". Patient condition reported as "fine". Associated MDR 3010532612-2022-00342.